Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported issue. It was received with no physical damages or broken tamper seals. A DHR, device history review was performed, no causes or potential causes to the customer's reported problem were found during the DHR review. The event log showed evidence of "primary audible" alarms and acu watchdog failure. To further investigate, a power up process test was performed. The customer reported issue could not be duplicated at time of investigation. The pump was found to be operating properly and passed all tests. The speaker was replaced for preventative maintenance. No further actions will be taken.

Event description:
It was reported that a fail audible alarm and system failure for the watchdog alarm was experienced.